Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, completed field correction form on customer¿s behalf, and provided instructions for putting malfunctioning pump into storage mode and returning it within 10 days, as well as guidance on programming pump settings and reconnecting cgm once replacement pump was received.